Manufacturer narrative:
Additional information received indicated that a tandem clinical diabetes specialist spoke to the customer's healthcare provider and they stated that they did not feel that the infusion sites were working for the customer. The customer started using another type of infusion set (t:30) and they are working for the customer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. The customer used insulin injections and pens to lower the bg to 200 mg/dl. The customer did not know why the bg had not decreased to a level lower than 200 mg/dl. The next day the customer received an occlusion alarm during bolus delivery. The customer's bg had elevated to over 600 mg/dl. An insulin injection was used and the supplies on the pump were changed. A system check was performed using the current supplies and insulin delivery was found to be delayed coming through the tubing. The customer did not want to change the supplies and had changed the infusion set site. The customer was admitted to the hospital for diabetic ketoacidosis. The customer's spouse believes that the pump was broken. The customer changed the type of infusion set used to t:30's and a tandem clinical diabetes specialist confirmed with the customer that they are "working better". Although requested, additional information regarding the hospital discharge was not provided.